Event description:
It was reported the patient could "feel every portion of this device" and was struggling with discomfort. The therapy was noted to be working for the patients back pain which they were normally 7-8 for pain, but now was 5. The patients hcp (healthcare professional) had been reducing the patient¿s pain medications up until 3 months ago. The patient was now trying to cope with the device and it was very hard for them. The patient was on medication for "the burning sensation" they felt. The patient did not think they would feel the device so much. It was stated "it" does cause the patient pain. The patient¿s next refill was scheduled for 2014-(B)(6). The pump was used to infuse bupivacaine as of 2014-(B)(6). It was later reported the patient received assistance from their hcp or manufacturer representative (rep) and their concerns were resolved. It was further reported the patient continued to have issues with their pump due to the patients body size; the patient was very thin. The pump looked like a "hockey puck sticking out of him" and the patient couldn¿t wear a pair of jeans. When the patient would sit, the patient felt like the skin was pulling apart. The patient was suffering from depression because of these pump issues and expressed interest in removal. The pump was noted to be working on the patient's upper back pain but, not on their lower back pain. The patient also had pain located in the stomach area. They could see where the catheter was under the skin because the patient had no body fat. It was further reported the patient had pain from their skin, pressure (e.g. Felt like 'it' was coming out of his body) and psychological issues. The caller reported the catheter had been placed above the original injury (catheter was in l5-l6 and original injury was in l3-l4) and the 'medication was not getting down into that area'. The patient's healthcare professional (hcp) planned to address the issue 'sometime after (B)(6) 2015'. As of 2014-(B)(6) the drugs being delivered via the device were morphine and ¿busperapin¿. It was later reported the patient wanted their catheter removed because it was causing them so much pain. The patient¿s healthcare provider (hcp) did not tell the patient that the catheter would stay in after they had the pain pump removed. The patient was told the catheter could be removed but ¿it is risky simply because it is in my spinal canal and that I would spend at least 10 days on my back in the hospital.¿ no interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 8590-1, lot# n438426, implanted: 2014-(B)(6), product type: accessory. Product ID: 8780, serial# (B)(4), implanted: 2014-(B)(6), product type: catheter. (B)(4).